Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000481, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) battery was low; not holding a charge. The ups battery was replaced. The system then passed the system checkout and was found to be fully functional. The battery was discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. The system would not boot up.